Event description:
A nurse reported that during several vitrectomy procedures when using the laser indirect ophthalmoscope (lio), they have noticed that the light is not bright enough which makes it hard to see to focus the laser. The surgeon was not able to complete the laser portion of the procedure during the planned surgery. These were rescheduled as an in office procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. A replacement bulb was ordered and the company representative reviewed with staff, how to replace it. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 20, 2008. Based on qa assessment, the product met specifications at the time of release. Upon further review it was determined that this file is not reportable as a malfunction. The system was found to meet specifications. The root cause of the reported event can be attributed to a nonconforming 6v bulb. (B)(4).